Event description:
It was reported that ten days after the initial fitting, the pt visited the clinic reporting scar inflammation and extrusion through the scar. A small area of infection was observed on the scar at the right edge where the implant is placed. It seems that the attraction of the external coil magnet was probably too tight for the pt after receiving radio therapy. The pt will be treated with antibiotic drugs over the next several weeks to eliminate any infection and to the scar heal. A cmd coil with a lower magnet strength has been ordered.

Manufacturer narrative:
The device has not been explanted and is currently not expected to be. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a follow-up report.